Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings:. Testing was unable to duplicate the reported complaint. No defect was found. Pump history shows the last bolus and the last basal were delivered on (B)(6) 2013. The pump history show the pump was suspended (B)(6) 2013, 20:58 and deliveries were not resumed until (B)(6) 2013. The tdd¿s prior to the event date add up correctly and reflect the users programmed basal rate. The alarms history shows only typical usage alarms; no alarms related to the complaint were observed. Pump successfully passed a (B)(4) flow accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: the patient was admitted to a hospital for self-injurious behavior (cutting) and while hospitalized had a blood glucose of 25 mg/dl, on (B)(6) 2013. She was treated with dextrose for the low, and the staff removed her pump, thinking she had intentionally over delivered her insulin. Patient denies she over delivered, denies inadvertent infusion, states she bolused correctly. She disagrees she caused her low. She confirmed bolus amounts are correct for her food. Customer support (cs) found no mechanical issue with the pump and programs/daily doses add up properly. The patient is currently at home and has resumed the pump. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.